Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. It was that the patient was not hospitalized for the event. The same day as peritonitis onset, the patient was treated with cefepime (1g/ intraperitoneal/ for 20 days) for peritonitis. It was unknown if the patient recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.